Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 23 mg/dl and reported the insulin pump didn`t suspend the delivery. The customer received a change sensor alert and sensor updating alert. The hypoglycemia was treated with injected manual glucagon. It was reported that pump was on manual mode without sensor glucose value and it didn`t suspend the delivery. The event involved product mmt-1886. Troubleshooting was partially performed. The customer had used the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-1886.

Event description:
Updated summary: customer could not test transmitter. Customer said she had a low blood glucose value due to the sensor not working. She said because she was on manual mode due to the sensor not working, the pump did not suspend the delivery. She said she is very sensitive to insulin and needs to be on smartguard. Troubleshooting was done for the sensor issue and partially done for the pump. Customer likely will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.